Event description:
It was reported that the lead exhibited intermittent capture. Twiddler's syndrome was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found insulation abrasion at 33.2 cm from the connector pin. The damage found is consistent with that caused by friction with another implanted device.